Event description:
It was reported that during the implant procedure, high, out of range hv lead impedance was observed. The lead was connected and disconnected from the ICD, cleaned and tested. The measurements were still high. When the lead was removed again for testing via the analyzer, which showed optimal measurements, the screw on the ICD header came out and it was not possible to reinsert it. The ICD was replaced. With the new ICD, the impedance measurements were still high. A new lead was implanted with normal impedance measurements. The patient is in excellent health after the event.

Manufacturer narrative:
Upon receipt, the df-4 and sj-4 set screws were missing from the returned device. The connector blocks were normal. The a is-1 set screw would not tighten to full torque due to septum material in the hex cavity. Required intervention to prevent permanent impairment damage (devices).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.